Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt the pacemaker was interrogated confirming the clinical observation. During initial interrogation a warning message was displayed on the programmer screen indicating a potential elevated current consumption. At a next step, the pacemaker's memory content was inspected. The inspection revealed an invalid memory content in such way that the calculation of the device's current consumption was temporarily affected leading to the warning message as mentioned in the complaint description. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. However, using a technical programming tool a manual correction of the invalid memory areas was successful and the ram application was operating as expected subsequently. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. In summary, the clinical observation resulted from an invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 53 months, it was reported that the device indicated a high current consumption. The device was in back-up mode and displayed an estimated time to eri of 17 months. As it was not possible to reset the device, it was explanted. No adverse patient side effects have been reported.